Event description:
It was reported that the patient experienced pain and the patient was not getting pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7072299.

Event description:
It was reported that the patient experienced pain and the patient was not getting pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Sc-1232 (sn: (B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.